Event description:
It was reported that during a navio tka procedure, in the cut tibia option there was an error message that prompted us that a bone model was not sufficiently generated. They went back and collected a couple more data points in order to bypass this error. There were no delays in the procedure. No other complications were reported.

Manufacturer narrative:
H6: the navio surgical system us, pn: npfs02000, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The case files were not provided to the designated complaint unit for evaluation therefore an assessment of the case files could not be performed. The warning message upon entering the tibia bone removal stage: ¿bone model generation error¿ could not be confirmed. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the reported problem could not be confirmed, the most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. The software bug has been identified and investigated by the software engineering team. No containment or correction is required.